Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed to open. A field service engineer (fse) arrived at the station and found drawers 5.1 and 5.2 not on bus with no light emitting diode illuminated on the drawer module controller board. Replaced the drawer module controller board, secured the cables, and rebuilt the system. Successfully assigned drawer module 5 and tested for proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 failed to open and device was not detected on bus. User rebooted but nothing worked. The customer reported that there was a delay in patient care as the medication was requested manually from the main pharmacy. There were no adverse events or injuries reported based on this event.